Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings. The sensor had a bent canula, but could not confirm whether or not the customer received it in said condition as it was returned opened/used.

Event description:
Customer reported issues with his sensor. He stated, he inserted his sensor two days ago and it started giving low readings this morning from 3:00 am to 5:00 am. Customer's blood glucose is 210 mg/dl, but the sensor reading is below 70 mg/dl. The insulin pump went into threshold suspend mode. Customer also received a calibration error. Customer removed the sensor and turned the sensor feature off. He stated the sensor was kinked. Customer was advised of proper sensor insertion and calibration methods. He has not noticed any bent cannulas in the past.